Event description:
The user facility reported that the v-pro unit was emitting an oil smell during processing cycles. An employee experienced eye irritation; no treatment was sought or administered. There were no reported procedural delays or cancellations.

Manufacturer narrative:
A steris service technician inspected the v-pro unit and confirmed that there was no visible oil release and that the unit was emitting only an odor. The technician replaced the vacuum pump oil and filter, tested the unit and returned it to service. The smell was eliminated from the unit upon completion of the repairs. The v-pro sterilizer is under steris service contract and was serviced on (B)(6) 2012. The cause of the reported odor appears to be overheating of the oil in the vacuum pump, which then volatizes and causes an odor; this may be attributed to the high usage of the device. The vacuum pump oil is non-toxic and not considered hazardous; there is no visible oil release, just the odor of the volatized oil. This does not affect the sterilization of instruments processed in the sterilizer.